Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 4 log numbers shipped to the customer during this time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) pt was diagnosed with peritonitis on (B)(6) 2015 as indicated by a highly elevated wbc count. Per the pdrn the pt practiced aseptic technique when completing peritoneal dialysis treatment and it was unk what caused/attributed to the peritonitis. There were no reported fluid leaks during treatment prior to infection. Pdrn state the pt was not hospitalized for the episodes of peritonitis and was treated at home with prophylactic medication. As of (B)(6) 2015, the pt continues to complete continuous cycler-assisted peritoneal dialysis (ccpd) treatments with the replacement cycler without further issue.